Event description:
Litigation alleges that the patient suffers from pain and tenderness in hip and groin.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Additional information: there is no new information that would change the outcome of the investigation. The complaint is still under investigation.

Manufacturer narrative:
Depuy still considers this investigation closed at this time UDI: (B)(4).

Event description:
Update 2/18/2016 - medical records received. Medical records reviewed for MDR reportability. Medical records from infectious disease state patient had chronic hip infection with strep g group with first surgery a debridement stopped related to blood loss and a second surgery with component removal and reported acute osteomyelitis and multiple myeloma. Infection was not alleged in litigation and will not be reported at this time. As new information is received, the complaint and medwatch will be updated/filed as appropriate. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: mar 3, 2016.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 3/10/16 medical records received. Medical records reviewed for MDR reportability. Medical records reported that the patient had malignant melanoma of left femur and infection prior to doi (B)(6) 2006. Surgeon made the decision based on several factors to go ahead with surgery. Medical records also reported that there was no infection per surgeon. The patient had surgery (B)(6) 2007 to remove heterotopic ossification of the proximal femur. Patient had infection and removal of components completed on (B)(6) 2007 during which patient had blood loss of 1200ml related to heterotopic ossification from bone quality issues resulting form myeloma. During the procedure, the surgeon reported fracture of the osteotomy of femur at the level of a hole for a lag screw from original orif surgery. Patient had bone integrity issues and infection prior to component placement and was completed because of patient's hip collapsing after orif. Infection, blood loss and fracture will not be reported. There is no new additional information that would affect the existing investigation. The complaint was updated on: mar 23, 2016.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened. H3 other text : not returned